Manufacturer narrative:
T was reported that the filters were leaking. 50 samples unused model mz9270, lot 24069402 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were primed with water and no leak was observed, an air under water test was performed. The set was pressurized with about 10psi and the vent was submerged under water. There was a steady stream of air bubbles coming from the filter vent. This would indicate that there is no issue with damage/ holes in the membrane. A possible reason for the membrane leaking is that the hydrophobicity of the membrane being compromised during use and not during the manufacturing process. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material#: mz9270, batch#: 24069402. It was reported by the customer that the they got with that lot number have been "leaking". Verbatim: date was (B)(6) 2024. One occurrence but now we have another occurrence according to the night shift nurse coordinator. Lot number 24069402. The staff changed several bd maxzero extension sets last night. Additional info: I need a label to ship the newest effected lot# back to you. Kelly, will have to answer you on the 2 below questions. Additional info: 1. Is there any sample available from this event (no) 2. Date of event: 10/26/24. 3. Is there any adverse event? No adverse event. Rn had to change out 3 different tri-fuse extension sets due to all of them leaking. Nurse noticed the leaking coming from the small air filter hole on the disk.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse extension set with needleless connector was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that the they got with that lot number have been "leaking". Verbatim: date was (B)(6) 2024. One occurrence but now we have another occurrence according to the night shift nurse coordinator. Lot number 24069402. The staff changed several bd maxzero extension sets last night.